Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was repositioned. Surgical intervention addressed the issue.